Event description:
Related manufacturer reference number: 2017865-2022-40522. It was reported a patient presented for an implant procedure on (B)(6) 2022. During procedure the right ventricular (rv) lead and atrial lead presented with cardiac perforation. Both leads were explanted in the same operation. Post-procedure the patient was recovering.

Event description:
New information received notes the patient presented with symptomatic bradycardia. The patient had a new system implanted on (B)(6) 2022. The next day, (B)(6) 2022, the right ventricular (rv) lead and atrial lead were explanted and replaced due to cardiac perforation. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension was within specification. The tip stiffness test was performed and all results were within specifications.